Manufacturer narrative:
The product was not returned from the user facility for evaluation, therefore a full investigation was unable to be conducted. Failures of this type will continue to be monitored for trends.

Event description:
An adverse event was reported to abiomed through the postmarket surveillance report ((B)(6)). An impella 2.5 was inserted for support into a patient with heart failure for pccs in (B)(6) 2017. The patient experienced hemolysis during the case, and received blood replacement products. The patient expired.